Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) was black and would not show any monitoring information. Nihon (B)(4)'s technical support group had the biomedical engineer boot into service mode and the monitor did not activate. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The inverter was replaced. When the device was returned it was noted it had a damaged front and rear enclosure, damaged recorder cover, damage on the chassis, and scratches on the screen. The touch screen was tested and it was inoperative. The touch screen is also required to be replaced in order to further continue with the inspection. The front and rear enclosure needs to be replaced in order to properly close the unit. The biomedical engineer was contacted and advised the inverter board was replaced under warranty. Additionally, he was advised that nihon (B)(4) is recommending repairs to the touch screen and case. The biomedical engineer said to repair only what is under warranty and he can repair the other items himself. Further evaluation could not be accomplished due to inoperative touch screen which the biomedical engineer wanted to repair himself. The front, rear and battery cover are also damaged, customer decline to replace. The screws along with 2 small pieces of the front enclosure that were unable to be inserted are attached along with the unit. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the bsm (bedside monitor) was black and will not show any monitoring information.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed. The inverter board was replaced. Nihon kohden tech support noted additional repairs were needed on the device but the customer refused them, stated he would do the additional repairs himself. Repaired only the parts under warranty and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.